Event description:
A 250 ml bag of magnesium sulfate was programmed to infuse a 30 ml/hr to a pt pregnant with pre-term triplets. After approx 10 hours the bag remained almost full, however the pump appeared to be operating. The infusion pump was taken out of use. One of the babies delivered premature and died. The other two babies did not deliver at that time. No add'l info has been reported regarding the outcome of the two babies or the mother. The gestational age at the time of the occurrence of any other pt info has not been reported by the hosp.